Event description:
Patient called to report product failure regarding his reverse shoulder prosthetic he had implanted in (B)(6) 2020. He stated that the ball/glenosphere came off the baseplate and he had to have it replaced in 2021. Patient stated that during a procedure last the same ball/glenosphere componant was found to loosed substantially. Reference report mw5149114.